Manufacturer narrative:
The pump gave a button error alarm followed by unresponsive esc button due to moisture damage on the keypad traces. The pump was tested after cleaning the keypad traces. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The customer removed and reinserted the battery but the insulin pump alarmed failed battery test. Customer's blood glucose level was 48 mg/dl. He treated his low blood glucose level with orange juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.